Event description:
It was reported that the patient stated that the pump of his inflatable penile prosthesis (ipp) is very stiff and some times it takes him around 30 minutes to fully inflate the device. The patient had success inflating, but is concerned because the pump is so hard. Patient service specialist gave the patient trouble shooting techniques which he will try. No more information is available at the moment. If relevant information becomes available, it will be provided.